Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. There have been no other events for the sterile lot referenced.

Event description:
During surgery it was realized the implanted device had expired. Surgery completed. No consequences, no delay.

Manufacturer narrative:
A review of the product labelling indicated that the correct expiry date was present on the packaging of the device at the time of implantation. The reported product which has an expiry date of 01-2015 (january 2015) indicated on the packaging was reportedly used in surgery on 15 february 2017. It is the responsibility of the user to verify the expiration date and ensure that the product is used within this time frame. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
During surgery it was realized the implanted device had expired. Surgery completed. No consequences, no delay.